Event description:
It was reported that the intraocular lens (iol) was explanted due to the patient experiencing anisometropia diplopia. Another iol was implanted; however, the customer was unable to provide the model or serial number of the replacement lens. There was no incision enlargement required, no vitrectomy, and no sutures. The customer was unable to provide an update on the patient outcome. They plan on returning the explanted product. No further information was provided.

Manufacturer narrative:
Asku - asked but unavailable. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain additional information regarding the complaint; however, customer indicated that no further information is available. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jul 22, 2022 section h3: evaluated by manufacturer: yes device evaluation: the complaint lens was received inside of a lens case. The serial number and diopter were covered by the customer. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and no issues that could contribute to diplopia were identified. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.